Event description:
It is reported that several kits had crinkles in the device tubing after it was placed and stool began to drain. It is uncertain as to how long the device had been in placed before this crinkled appearance was noted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was reported device had been placed due to diarrhea but no other information is available. Additional information stated, "the crinkled tubing was the waste catheter and the crinkled appearance was not noted until stool began to pass through the tubing. There were no kinks or twists in the tubing. It was crinkled throughout the waste portion and the reporter was not aware of the tubing being blocked at any time." The lot number is not provided. There was no untoward event with the patient whatsoever per the information received. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. This complaint involves 3 products; therefore an additional two records had been created in order to capture this information. Therefore, we are unable to determine the specific manufacturing site.